Manufacturer narrative:
Concomitant product: cmrm6133eu envelope, implanted: (B)(6) 2016.

Event description:
It was reported that the patient experienced a twitch post discharge. An ambulance was called and the patient was taken to the local hospital, and then transferred to the study center where the device was interrogated. Device interrogation showed abnormal left ventricular (lv) capture failure. All lv configurations tested, which showed nothing from pole three onwards captured. It was noted that the primary diagnosis was diaphragmatic twitch. The left ventricular (lv) lead was programmed down and switched off and will be reviewed in clinic next month. The patient is enrolled in the (B)(6) trial) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.